Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrythmia. Anti-tachycardia pacing (atp) was delivered which was unsuccessful, a redetection resulting in another burst of atp which was also unsuccessful. An additional redetection accelerated the arrhythmia info the ventricular fibrillation (vf) zone. Technical services (ts) noted the ramp scheme of atp was proarrhythmic. A shock was delivered which successfully converted the rhythm. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced with a new device. This ICD was collected by the explanting hospital and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrythmia. Anti-tachycardia pacing (atp) was delivered which was unsuccessful, a redetection resulting in another burst of atp which was also unsuccessful. An additional redetection accelerated the arrhythmia info the ventricular fibrillation (vf) zone. Technical services (ts) noted the ramp scheme of atp was proarrhythmic. A shock was delivered which successfully converted the rhythm. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced with a new device. This ICD was collected by the explanting hospital and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrythmia. Anti-tachycardia pacing (atp) was delivered which was unsuccessful, a redetection resulting in another burst of atp which was also unsuccessful. An additional redetection accelerated the arrhythmia info the ventricular fibrillation (vf) zone. Technical services (ts) noted the ramp scheme of atp was proarrhythmic. A shock was delivered which successfully converted the rhythm. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.